Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found evidence of fluid invasion in the endoscope connector and body control unit that damaged the charge coupled device unit and caused the image phenomenon the user experienced. The cause of the fluid invasion was unable to be determined. However, there was evidence of third party repair on the electrical connector burndy contact pins, light guide tube, bending section cover glue, bending section cover and insertion tube protector boot which cannot be ruled out as a contributing factor.

Event description:
The hosp reported they experienced a loss of image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.